Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D: device other info - additional. G3: date received by manufacturer - additional. H2: type of follow up - additional. H6: type of investigation ¿ additional.

Event description:
Subsequent to the initial MDR, additional information has been received.

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).